Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who advised there was no patient injury or medical intervention associated with the incident. The pdn stated that the patient was good about following proper therapy procedures. This complaint for a system error 2240 (air in set) that occurred during the initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the registry was informed that the patient expired after an implant duration of 2.17 months due to unknown reasons. No cause of death was provided. There was no indication given that the death was due to a device malfunction or that the device was the cause of death.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. The home patient (hp) was setting up the hc and it started alarming se 2240, because she initiated therapy before connecting. The hp stated she heard the alarm, so she then connected herself and called baxter. The hp would perform therapy with manual supplies and was advised to call the registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.